Event description:
During index procedure the patient had one endeavor sprint drug-eluting stent implanted to the rca and one endeavor sprint drug-eluting stent implanted to the rpd. Approximately 22 months post index procedure patient death occurred. Cause of death cardiac arrest. Investigator reported that the event was unrelated to the study device.

Manufacturer narrative:
Evaluation code, results: inherent risk of procedure (death). (B)(4).